Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported by a neurologist through a company rep that high lead impedance (dc dc 7) was rec'd during a f/u appointment. The pt was referred for an emg and x-rays. The emg indicated normal results; however the pt's device was programmed to 0 ma due to high impedance. Programming history was rec'd from the treating hospital indicating that the high lead impedance was present since (B)(6) 2011. Review of x-rays by the MFR indicated that the generator was visualized in the left upper chest in a normal orientation. The filter feed-through wires and the lead connector appeared to be intact. There was part of the lead behind the generator that couldn't be assessed. No lead discontinuity or acute angles were present in part of the lead that could be assessed. At the moment attempts for add'l info remain underway.